Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the issue was with door. The field service engineer stated the hospital maintenance team resolved the issue. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system fridge door did not open prevented user from accessing medication. The user was able to get medication from different station. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.